Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that recently her implant was not working properly and she wanted someone to check it out and fix it. The patient declined troubleshooting and was redirected to her healthcare provider. The indication for use was non-malignant pain. No patient symptoms reported.